Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: examination of the returned device revealed the bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded. The crimped stent was detached from balloon and not returned with device for analysis; however, crimp markings were evident on balloon. A visual and tactile examination found no issues with the shaft profile and shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that catheter crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 70% stenosed, 4.00x18mm target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). After predilatation was performed using 2.75x10 balloon catheter, a 4.00x20mm promus element plus stent was advanced to treat the target lesion. However, the device was unable to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed that the stent was detached.